Manufacturer narrative:
The field service rep determined there was a problem with the cuvette holder and replaced it. He verified proper operation by running linearity and controls.

Event description:
User received discrepant hemoglobin results fro one level out of four of materials while performing a linearity study. Level 3 ran 13.1 per dl, the expected value was 13.3 g per dl. The second vial of the sample repeated at 8.5, 11.5 and 13.1 g per dl. No problems were noted with pt samples. The user does not report hemoglobin results for pt samples, only the derivatives are reported.